Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic startright representative reported via documented report that she was hospitalized twice when she first started insulin pump therapy. The customer's blood glucose decreased to the 20 mg/dl range. The customer is okay now and is used to the insulin pump; she was also trained on the sensors to assist with monitoring her blood glucose. No further information was given; the customer refused to be transferred to the 24-hour product helpline. No products were returned or replaced.